Event description:
It has been reported by an end user that brake cables on a 65851b rollator break. The end user advised cables have no clips on them so cables get caught on things, and the knobs come loose easily.